Manufacturer narrative:
(B)(4).

Event description:
It was reported that the dressings were creased and the lining dropped off. No harm or injury reported and procedure was completed with a competitor device.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. The device intended to be used in treatment was returned for evaluation, establishing a relationship between the event and the device. A visual inspection found creasing of the film, functional evaluation confirmed the dressing could not sufficiently bond due to the crease film, with the root cause identified as film raw material issue. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device. A clinical investigation was carried out. It was concluded: the four images provided were reviewed, however, the did not contributed to determining a root cause of the reported failure. Based on the information provided, there was no harm or injury to the patient and procedure was completed with a competitor device. Therefore, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this complaint will be re-assessed. The medical review could not establish a link between the product and harm within this complaint and therefore additional rmr is not required. This closes out the review of the risk profile for the individual complaint. The complaint history file contains further instances of the reported events. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.